Manufacturer narrative:
Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was appropriately treated 1 time by the lifevest during vt. After the appropriate treatment, the patient¿s post-shock rhythm was asystole with intermittent cardiac activity before the second additional lifevest shock. The patient then converted to sinus bradycardia @ 20 bpm. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly unconscious at the time of the event. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and received an ICD. The patient ended use of the lifevest due to receiving an ICD. No deficiencies were alleged against the device.